Event description:
Boston scientific received information that this right atrial (ra) lead exhibited unstable sensing and loss of capture (loc) one day post implant. The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully repositioned. Subsequently, the lead exhibited increased threshold measurements and low p-wave sensing three weeks post implant. The lead was observed to have dislodged. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, a cut was noted in the lead insulation 178 millimeters from the terminal pin and cuts were noted in the suture sleeve, dried blood/body fluid was noted in the lumen due to the cut and in the helix housing. The tip portion of the lead, including the helix, appeared intact and undamaged. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the pressure test of the outer insulation performed due to the cut in the insulation. Additionally, the lead did not pass the helix mechanism testing due to the presence of blood/body fluid. Laboratory analysis did not confirm the reported clinical observations.